Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead, following acceptable lead placement and favorable measurements through the pacing system analyzer, exhibited high pace impedance measurements once connected with the intended device. The connection was rechecked and the connector pin washed; however the issue remained unresolved. The physician elected to remove the rv lead and implant another lead of same model type. Connection with the same device returned favorable measurements and the procedure was completed in absence of any adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break which resulted in the high impedance findings during attempted implant.